Event description:
The patient's wife called and stated "the device started beeping for low battery in (B) (6) and he was scheduled to have the replacement in (B) (6). (B) (6) denied the surgery and he died in (B) (6). I saw on your website the lead was on recall." There is no allegation by a health care professional that the patient's death was device related. The cause of death has been researched and not yet received. Based on follow-up with health care professional, the patient died of cardiomyopathy and no autopsy was performed. The nurse stated the patient didn't take care of himself while in (B) (6) and had a (B) (6). The patient died at home.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a healthcare professional that the death was device related.